Manufacturer narrative:
(B)(4) final report. Additional information, and the return of the explanted devices was requested in order to progress with this investigation. However, these were not made available to corin and thus there was only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification. Based on the lack of information available for this investigation, corin now consider this case closed, however, should additional information be provided or the explanted devices become available for examination then this case will be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Devices not returned.

Event description:
Cormet revision after approximately 8 years due to pain.

Manufacturer narrative:
(B)(4). Additional information, and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 8 years due to pain.